Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 234-235 mg/dl.